Manufacturer narrative:
The investigation determined that three non-reproducible vitros troponin I (tropi es) results with different result interpretations (>/=ami or <url) were obtained from a single patient sample when tested on a vitros 5600 integrated system. The variability and magnitude of bias between the three vitros tropi es results is unexpected. A new sample from the same patient was tested the next day and 4 reproducible results of <0.012 ng/ml (<url) were obtained. Based on the <url troponin I results from the fresh sample and a consult with medical safety officer, it is suspected that the two results that were > or = ami were falsely elevated. There was no follow up testing to confirm the troponin I es result from initial sample tube. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3051 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 3051. An instrument issue cannot be ruled out as a contributing factor. The instrument was reporting condition codes prior to and at the time of the event. Service actions including replacing the incubator reference system (irs) were completed. The results of a vitros tropi es within-run precision test were within guidelines indicating the vitros 5600 integrated system was performing as intended after the service actions were complete. It is not known if the service actions resolved the issue because pre-service precision was not performed. Pre-analytical sample handling was not within the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Typically, if cellular debris is present, higher than expected results are observed. Although pre-analytical sample handling cannot be completely ruled out as a potential contributing factor to the event, it is not likely to be the assignable cause. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained non-reproducible vitros troponin I (tropi es) results from a single patient sample when tested on a vitros 5600 integrated system. Vitros tropi es upper reference interval (url) is 0.034 ng/ml and the acute myocardial infarction (ami) diagnostic cutoff is 0.120 ng/ml. The following three vitros tropi es results were obtained from a "singel" patient sample: 0.36, 0.120 ng/ml (>/=ami) and <0.012 ng/ml (<url). The variability and magnitude of bias between the three vitros tropi es results is unexpected. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros tropi es result of 0.120 ng/ml was reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).